Manufacturer narrative:
The existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and continuing their lengthening treatment with precice; no negative outcomes were reported. A DHR review revealed that the device met all the required quality inspections and was released within specifications.

Event description:
A distributor reported that a surgeon removed a patient's precice nail after approximately four (4) weeks of implantation; the nail was allegedly not lengthening.